Manufacturer narrative:
The field service representative (fsr) could not duplicate the reported complaint. He reconnected all modules along with flow sensor and centrifugal control unit. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the flow would not display on the central control monitor (ccm) and was only displayed on the local control display. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint could not be confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.